Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of device history records. X-rays reviewed by the manufacturer; no gross lead discontinuities visualized. Device history records of the suspect medical device reviewed, and no non-conformances found. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2013 and high impedance was observed. X-rays were ordered, but no other information was provided at the time. Follow up found that there was no trauma noted and the vns device was programmed off to 0ma on (B)(6) 2013. Review of the lead device history records confirmed there were no unresolved non conformances were found. X-rays were returned to the manufacturer for review. Lateral and ap views were taken of the neck and chest. The 102 generator and the 302-20 lead were clearly visible. The connector pin appeared to be fully inserted inside the connector block and the feedthru wires appears to be intact. The placement of the generator appears to be normal. Strain relief bend appears to be present and are done so as specified in labeling, however a loop was not present. One tie-down appeared to be present however it was not as specified in labeling. No tie-down adjacent to the anchor tether securing the strain relief bend appeared to be present. There appears to be no gross fractures, discontinuities or sharp angles in the portion of the lead that is visible. A portion of the lead behind the generator could not be assessed, therefore, a lead fracture in that portion of the lead cannot be ruled out. The presence of micro-fractures in the lead can also not be ruled out. No other information has been provided.

Event description:
Additional information was received that the patient will not be getting a lead replacement at this time. They are currently looking at resection surgery at this time.